Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with multiple programmers. Troubleshooting was done, and boston scientific technical services (ts) discussed the potential of a telemetry issue with the device. Ts also recommended device replacement if a connection could not be established and verifying pacing with a magnet or a surface electrocardiogram. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device could not be interrogated upon arrival due to a low battery. Once power was restored the device had no high current, telemetry was reestablished, and the device functioned properly. The device had exceeded the nominal longevity; however the exact longevity could not be determined due the lack of device data while implanted.